Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient had pain at the pocket site. It was noted that the ipg had migrated. Database analysis showed normal values and revealed no anomalies. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had pain at the pocket site. It was noted that the ipg had migrated. Database analysis showed normal values and revealed no anomalies. The patient will undergo a revision procedure.